Manufacturer narrative:
The device was not returned for evaluation. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: ¿warning: on catheter, do not use ointments or lubricants having petrolatum base. They will damage latex and may cause the balloon to burst." H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that when the nurse placed the foley in and inflated the balloon, the balloon had a hole and was leaking.at first they thought it was the patient¿s urine leaking from the side of the tube, but then they realized it was the normal saline water that they used to inflate the balloon was leaking.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. The device was not returned.

Event description:
It was reported that when the nurse placed the foley in and inflated the balloon, the balloon had a hole and was leaking. At first they thought it was the patient¿s urine leaking from the side of the tube, but then they realized it was the normal saline water that they used to inflate the balloon was leaking. Per follow up on 2dec2019, the sample was not available.